Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia as well as damage to the drive support cap. The customer blood glucose level was 432 mg/dl at the time of incidence and current blood glucose value was 432 mg/dl. Customer stated that their insulin pump was broken as well as drive cap was sticking out. The customer was treated with manual injection for high blood glucose value. Advised customer to follow their medically prescribed back up plan. The device will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted.